Event description:
It was reported that a pump refill was performed 13 hours ago. The drug concentration was changed from 10 mg/ml to 30 mg/ml but no bridge bolus was performed. The pump was programmed to 30 mg/ml and 8.25 mg/day but did not do a bridge. The patient also reported increased pain and planned to consult with the hcp. A follow-up report will be sent if additional information becomes available.